Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 349 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Additionally, the pump touch screen was cracked and cause was not known. Reportedly, the customer had manual injections as alternate insulin therapy.